Event description:
It was reported to philips that the device has a battery failure.

Manufacturer narrative:
The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for replacement of the battery. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery, the customer is taking responsibility to repair the device.. The device remains at the customer site and no further evaluation is warranted at this time.